Manufacturer narrative:
Previously reported: the manufacturer received information alleging a "vent service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the parts returned at the manufacturer's lab investigation center, the issue was unable to be duplicated. The proportional valve and solenoid valve were visual inspected and found no defect with the parts. They pil determined they functioned as designed. The parts were scrapped.

Event description:
The manufacturer received information alleging a "vent service required" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.